Manufacturer narrative:
H3 device evaluation: lens was returned in micro-centrifuge vial, in liquid . Visual inspection found no visual damage to lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
A2 - 1996. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -14.0/1.0/137 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to excessive vault.